Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0t88n, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0sqry, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s results were good after the implantable neurostimulator (ins) was put in. Before implant his tremors were bad: he could not hold a cup or feed himself. The therapeutic effect was unbelievable and they thought it was a miracle. As time went on he started to ¿freeze¿ more and more. Eventually it got to the point where he could not walk or move his right arm on his own. He could pick things up with his left hand and move them, but his brain was not able to tell the right arm to move. At that time the consumer had no clue what was going on: if it was the patient¿s parkinson¿s disease progressing or a stroke. By (B)(6) 2015 the patient was already in a wheelchair and his sons had to get him in and out. He ended up going to the emergency room (ER) in (B)(6) 2015. They did an MRI and found fluid in his brain gathering by the leads. The healthcare provider (hcp) stated that the brain was allowing fluid to go along the lead, but it was not allowing it out. An emergency fluid drain was performed and in (B)(6) 2015 the hcp did a surgery and removed one of his leads. He was in rehab after the surgery, even though the consumer did not think rehab was necessary, only draining of the fluid was needed. It got him back to the point where he could walk again and use his arm and his brain function was where it was before. The issue was resolved. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.